Manufacturer narrative:
After battery installation, the insulin pump counted up to 7 and gave an unexpected blank display; the problem is isolated to mother board. Unable to perform the displacement test due to blank display. Unable to verify battery cap damage due to pump received without the original battery cap. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display, the screen came back on, and went blank again. The customer slightly bumped the insulin pump as the tubing got stuck in the railing. The battery cap was cracked and completely worn out. Customer's blood glucose level was 9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.